Manufacturer narrative:
Nihon kohden clinical application specialist reported that there was no sound coming from the cns. They stated that the settings in the sound control tab were correct as well as the sound sync settings, but for some unknown reason no sound is coming from the device. Nihon kohden technical support (tech support) asked them to exit the cns application. Once it was closed, tech support asked them to please click on the windows icon on the lower left hand corner of the monitor. When asked if she could select sound, they informed tech support that the option was not present. They were then able to open the sound settings by searching for sound in the windows search bar. Tech support then asked what was listed as the output device. They stated that realtek audio was the only option available, so tech support then asked them to remove the audio cable and then plugged it back in. Once this was done, they stated that sound was now coming from the device. No patient harm was reported.

Event description:
Nihon kohden clinical application specialist reported that there was no sound coming from the cns. They stated that the settings in the sound control tab were correct as well as the sound sync settings, but for some unknown reason no sound is coming from the device. Nihon kohden technical support (tech support) asked them to exit the cns application. Once it was closed, tech support asked them to please click on the windows icon on the lower left hand corner of the monitor. When asked if she could select sound, they informed tech support that the option was not present. They were then able to open the sound settings by searching for sound in the windows search bar. Tech support then asked what was listed as the output device. They stated that realtek audio was the only option available, so tech support then asked them to remove the audio cable and then plugged it back in. Once this was done, they stated that sound was now coming from the device. No patient harm was reported.